Event description:
It was reported that the patient's stimulation was turning off. When the patient turned stimulation up it would hurt. The patient's doctor instructed him to turn stimulation off due to a genital problem he was experiencing. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v900199, implanted: (B)(6) 2012. Product type: lead. (B)(4).